Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, wear abrasion, deformation. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported "wanted to die due to all of the joint neck and back pain, fibromyalgia, and lumbar disc disease;" these events are not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.